Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -07.50/+2.0/091 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to low vaulting with lens rotation. The lens was replaced with a longer lens and the problem was resolved.